Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with another of same device. There were no patient complications nor injuries reported.